Event description:
It was reported that the ventilator had a low inspiratory pressure alarm. No patient harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. It was reported that remote service was cancelled, as the customer could not provide proof of ownership. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation